Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 10. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.